Event description:
Note: this manufacturer report pertains to one of two lighttrail single use laser fibers that were used during the same procedure. Please refer to manufacturer report number 3005099803-2021-08231 for the associated device information. It was reported to boston scientific corporation that two lighttrail single use laser fibers were used during a flexible ureteroscopy procedure of the kidney to treat an upper pole stone, performed on (B)(6) 2021. An auriga xl 4007 console was used with the lighttrail laser fibers. During the procedure, mid-case, the first lighttrail single use laser fiber snapped. A second lighttrail single use laser fiber was attempted to be used, however this laser fiber also snapped. No part of the broken fibers fell in the patient. The procedure was completed using a different laser fiber and console. There were no patient complications as a result of this event.

Manufacturer narrative:
(B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information a supplemental MDR will be filed.

Manufacturer narrative:
Blocks b3 and b5: updated based on additional information received january 18, 2022. Block h6: medical device problem code a0401 captures the reportable event of fiber break. Block h10: the lighttrail single use laser fiber was not received for analysis. Based on all available information, a clear conclusion about the cause of the event was unable to be established. Therefore, this event has been assigned a probable cause of cause not established.

Event description:
Note: this manufacturer report pertains to one of two lighttrail single use laser fibers that were used during the same procedure. Please refer to manufacturer report number (B)(4) and manufacturer report number (B)(4) for the associated device information. It was reported to boston scientific corporation that two lighttrail single use laser fibers were used during a flexible ureteroscopy procedure of the kidney to treat an upper pole stone, performed on (B)(6) 2021. An auriga xl 4007 console was used with the lighttrail laser fibers. During the procedure, mid-case, the first lighttrail single use laser fiber snapped. A second lighttrail single use laser fiber was attempted to be used, however this laser fiber also snapped. No part of the broken fibers fell in the patient. The procedure was completed using a different laser fiber and console. There were no patient complications as a result of this event. ***additional information received on 18jan2022*** the procedure occurred on (B)(6) 2021. Both lighttrail single use laser fibers snapped near the valve connector of the ureteroscope.